Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas expressed dissatisfaction with glucose control, noting periods of elevated readings around 160¿170 mg/dl and a point-in-time value of 181 mg/dl, despite being advised by clinical teams that overall time in range was high and settings changes were not indicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.